Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2014 at 10:26:52. During night drain cycle one, the patient's ultrafiltration reading was 821ml, indicating the home patient drained 821ml more than their maximum programmed fill volume of 250ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported increased intraperitoneal volume (iipv) condition. The cause was determined to be false empty detect at initial drain and initial drain alarm volume was met. Should additional relevant information become available a supplemental report will be submitted.